Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2019 with the following findings: a review of the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. No evidence of delivery malfunctions were observed. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 553 mg/dl with nausea, extreme drowsiness, symptoms of dehydration and a headache associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and self-treated with insulin via injection. During troubleshooting with customer technical support, it was reported that the basal rates and the bolus settings were adjusted but it was also reported that the basal history did not match the active basal program. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.